Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure in the left common carotid artery, when the stent was placed at the target lesion, hemorrhage in the left middle cerebral artery was noted. The hemorrhage was confirmed by CT scan post-procedure. However, no symptoms were observed in the patient, who has a history of hypertension and previous stroke one month prior to the procedure with symptoms of paralysis and aphasia. The physician stopped administering heparin sodium and monitored the patient carefully. Act value pre-procedure was 135 per minute and during the procedure was 350 per minute. Three hours after the procedure, the patient's blood pressure dropped to 70mmhg. Dopamine hydrochloride was administered. The patient's blood pressure returned to normal the following day. According to the physician, it was likely the reported hypotension occurred due to carotid sinus reflex. Four days after the procedure, the patient developed hyperperfusion syndrome with symptoms of convulsion and restlessness. Again, hemorrhage in the left middle cerebral artery was confirmed by CT. Therefore, the patient was given phenytoin and monitored carefully. The patient recovered three days later, the bleeding ceased, and there were no noted residual effects from the hyperperfusion syndrome. The patient's condition is said to be improving considerably. According to the physician, the patient was diagnosed with carotid stenosis about seven years ago. The lesion was an almost chronic total occlusion even though this could not be confirmed by angiography. As based on this observation, even before the procedure, the physician believed hyperperfusion might occur during the procedure.